Event description:
The information received from affiliate states that this pt (age and gender unk) was presented to the intervention lab for an angioplasty procedure of the superficial femoral artery. There is no information as to the characteristics of the vessel. The product looked perfect when taken from the packaging and was properly prepped. Upon inflation of the balloon with an indeflator, the balloon ruptured below nominal pressure. There is no information as to how the procedure was completed. There was no reported injury to the pt.